Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the rpm of the s5 roller pump jumped from 50 to 150 when the perfusionest began to rotate the speed knob during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer does not plan to return unit.

Event description:
Sorin group (B)(4) received a report that the rpm of the s5 roller pump jumped from 50 to 150 when the perfusionest began to rotate the speed knob during a procedure. There was no report of patient injury.